Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012146913; ubd: 2026-02-12; UDI#: (B)(4). Image review: one media file was provided for review. The event refers to the device being implanted into a previously implanted surgical valve of unknown type and size. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that at least two recaptures were performed, and the valve was eventually deployed after the third deployment attempt. Depth assessment was performed just prior to release and depth appeared to be approximately 9-10mm near the left coronary cusp in the lao view. The target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. In this case, recapture was warranted. However, the valve was released and appeared to dislodge ventricular rather quickly as the capsule is noted to not be fully retracted and still covering the paddle attachment. The sudden release of the valve cannot be determined. The patient¿s executive summary was not provided for anatomical review. Updated data: d10. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012146913); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012155065); product type: 0195-heart valves;. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, inside a previously implanted surgical aortic valve, a pre-implant balloon aortic valvuloplasty was not performed. The valve was attempted to be deployed 2 times. Subsequently, the valve was placed too deep on the left coronary cusp (lcc) both times and interference with the mitral valve was observed at approximately 8.9 millimeter's (mm). The valve was subsequently recaptured after each deployment attempt. On the third deployment attempt, there was no interference with the mitral valve at an implant depth of 3 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc). The valve was fully deployed. Subsequently, when the paddle came off the valve, the valve dislodged. Moderate-severe aortic regurgitation was observed. Additionally, the pressure gradient was equivalent to what it was before surgery, and interference with the mitral valve was confirmed by echocardiogram. Later that night, the pressure gradient did not improve and mitral valve complications were observed due to the proximity of the transcatheter valve to the mitral valve. The valve was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received the previously implanted surgical valve was non-medtronic. The moderate-severe aortic regurgitation was central regurgitation. After the valve was implanted, the gradient was 12 pg. It was reported that the ascending aorta was narrow because it is ascending substituted by an artificial blood vessel and it contributed to the dislodgement. The deployment starting point was slightly above the bottom of the pigtail. The valve dislodged ventricular to a depth of 18 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). A non-medtronic guidewire was used for the procedure. The valve was explanted and a new surgical valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.